Event description:
The customer reported that her olympus high-definition lcd monitor was displaying a white screen during a diagnostic procedure. According to the initial reporter, the procedure was completed using a similar device without any harm to the patient reported.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel. During the call, the customer noted the issue and stated that she was on the rgb input setting. Tac advised her to change the video input, but that was unsuccessful. Tac then recommended reseating the video wire on both ends. Following that recommendation, the image returned to the monitor. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 13 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.